Event description:
The peripheral balloon was being used as intended. Doctor inflated the balloon. Soon after the balloon lost inflation pressure which is indicative of balloon rupture. Patient had severe cad and calcium in the illiacs could be seen just using fluoroscopy. The balloon was immediately removed and reviewed. Balloon shaft and balloon material was all intact. No pieces missing.